Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high thresholds on the lead were discovered during a clinic visit. The lead was taken out of service, remains in the patient, and was replaced. No patient complications have been reported as a result of this event.